Event description:
The following has been reported: nurse reported: completed a secondary infusion and went to remove the cassette from the pump, upon disconnecting the secondary tubing, noticed a 'not insignificant' spurts of fluid coming from the top of the cassette. When rep went back to see if set was available, there were 2 patient rooms- unsure of which room the issue occurred in. One set had already been changed and old set tossed, other room's set was changed on the spot and tubing sequestered. No patient harm. A preliminary review identified the following issue: administration set leak (external part) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.